Manufacturer narrative:
Device was received with a constant pump error 38 alarm during the rewind due to jammed motor gear box. Device passed the self test. However, device was unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm during the rewind test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process but did not complete displacement verification test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.